Manufacturer narrative:
(B)(4) stent kinked. Visually, the returned stent presented kinks at the location of the barb and 6.3 cm from the proximal end. Dimensional evaluation of the outer diameter of the stent was within specification. The returned unit was consistent with the complaint incident that the device was unable to advance through the stricture. A device under tortuous condition due to patient anatomy could cause difficulty advancing the stent to the target anatomy. Attempts to advance the stent through the severe stricture likely caused the kinks. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a percuflex biliary stent was used in the pancreas during a dilation procedure performed on (B)(6) 2016. According to the complainant, during the procedure the device failed to pass through the stricture. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The investigation found that the stent was kinked., this is now deemed a reportable. Event.